Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was sleeping, the infusion set's tubing detached close to the site location. Reportedly, the site location was her upper right thigh and the pump was located in her right bra. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.